Event description:
It was reported the lower display of the epg (external pulse generator) was unreadable, and the belt clip was damaged. It was also reported the biomed was doing a checkout of the epg and found the lower display has black lines in it. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Side bail covers are broken and side bails are missing. Heart block is contaminated. Battery contacts are compressed. The ring is bent. Keyboard is scratched (cosmetic).